Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic low anterior resection, the device was locked out at the 1st stroke of the 1st firing since a nurse loaded ecr45d into the device by mistake. Then another ecr45d was loaded into the same device without finding the mistake and the device was locked out again. A competitive device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep found the mistake. No device will be returning.